Manufacturer narrative:
The devices were not returned for evaluation. However, the photographs were reviewed, and revealed the presence of debris and cement on both the tibial baseplate and femoral component. The clinical/medical investigation concluded that, based on the available information, the clinical root cause of the reported event could not be definitively determined. While the patient¿s weight was not provided, the visible adipose tissue surrounding the implant in the photo may suggest an elevated body mass index, which could be a contributing factor. Additionally, the images show that the cement was not adhered directly to the metal surface of the device, which may also have played a role. There is no evidence of device malfunction. The knee systems instructions for use notes that component loosening can result from trauma, improper implant selection or positioning, inadequate fixation, migration, or muscle and tissue laxity. The patient impact appears to be limited to the revision surgery and a brief post-operative recovery phase. Devices batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed part numbers, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that looseness of components can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, patient condition, inadequate integration between the cement and bone/implant, osteolysis and/or injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after tka surgery performed on (B)(6) 2017, the patient experienced loosening and sinking of the tibial baseplate (journey tibia base np rt sz 2) and a medial tibial defect. This adverse event was resolved by a revision surgery on (B)(6) 2025, in which the insert, femoral component, and baseplate were exchanged to competitor ones. The patient¿s current health status remains unknown.